Event description:
It was reported that during the implant attempt, the physician felt that there was an "insulation issue" that he could feel the lead body. It was also noted that the lead was not giving good capture threshold numbers. Another lead was used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the proximal conductor had blood/body fluid (not obstructed) and the lead was damaged at implant.